Event description:
It was reported that asymptomatic patient presented to the or for a device change due to normal eri. Externalized conductors were observed. All electrical mesurements were normal. The lead remains implanted and the physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.